Manufacturer narrative:
B5: upon clarification, it was reported that the particulate matter (pm) was in the reguneal bag and not the kaguya set. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter (pm) was observed in the tubing while a home patient (hp) was performing peritoneal dialysis (pd) therapy at home with a home pd system kaguya set. The hp stated ¿that the pm like a 1cm tubing¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.